Event description:
Healthcare professional reported left side "rupture." Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device photo analysis:  rupture: no observe openings on the devices. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Photo analysis : visual analysis of the photographs identified: rupture: unable to observe rupture in the device capsular contracture: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV.